Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visual examination of the returned articular surface identified signs of wear (nicked, gouged, pits micro motion) and the post feature has fractured, all pieces returned. Sem analysis determined that damage observed is consistent with typical in vivo use, damage on post due to possible impingement from the femoral component, potential rotated alignment and loading from the femoral component, and fracture of the post caused by possible overloading. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified that patient¿s morbid obesity extenuated the procedure and increased difficulty during primary surgery. No significant intra op complications noted. Provided x-ray images identified extensive abnormal radiolucency along the cement-bone interface of the tibial component consistent with osteolysis and possible component loosening. There is noted to be joint effusion and soft tissue swelling. Per persona the personalized knee system package insert pain, swelling, implant fracture and instability are known potential adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left total knee arthroplasty performed; subsequently, seven months later the patient had a lateral retinacula release due to pain and instability. The patient continued to have pain, instability, and hyperextension of the knee and was revised with a poly exchange nineteen months later. Attempts have been made, and no further information has been provided.